Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnosis of coronary procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not triggering the x-ray. Review of the system log file showed that there was a pc hardware error. Upon troubleshooting, fse found that the equipment was not rising due to the software failure. Remote assistance was provided to the customer, to perform the ghost. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not triggering x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.